Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-70 serial #: (B)(4) description: infinion 70 cm lead kit model #: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm) model #: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient was experiencing intermittent stimulation. It was noted that the patient¿s leads were showing high impedance and it was also noted that the leads were non-functional. The patient underwent an explant procedure. Device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
The returned ipg sc-1132 ((B)(4)) and extensions ((B)(4)) were analyzed and no anomalies were found. Sc-2316-70 ((B)(4)): device evaluation indicated that the complaint had been confirmed. Six cables (#1, #2, #3, #9, #10, and #11) were fractured at the kinked section of the lead body where the clik anchor was positioned. Fracture location was 1 cm from the clik anchor set screw mark. Electrode #6 was fractured in the distal array. No cables were exposed. Fractured cables resulted in the reported high impedances. Sc-4316 ((B)(4)): device evaluation indicated that one of the eyelets was torn. Silicone material was not missing.

Event description:
A report was received that the patient was experiencing intermittent stimulation. It was noted that the patient¿s leads were showing high impedance and it was also noted that the leads were non-functional. The patient underwent an explant procedure. Device malfunction was suspected. The patient was doing well postoperatively.